Manufacturer narrative:
This report is submitted on february 21, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to extrusion of the electrode lead into the external auditory canal. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 21, 2023.